Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-90150 for reservoir.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump had a weak battery alarm after the battery change due to a corroded battery tube and a cracked case at a display window corner.

Event description:
Customer reported, she experienced high blood glucose of 403 mg/dl and went to the emergency room to be treated with manual injections. She also reported she experienced low blood glucose of 49 mg/dl; treated with food. Customer started using steroids and basal rates were changed recently. Customer's doctor thinks the insulin pump might not be delivering insulin properly as she was stabilized with the injections. The drive support cap is recessed, the device was not exposed to a magnetic field, it passed the displacement test, time had to be corrected, the reservoir showed less insulin than the status screen and air bubbles in the reservoir were found. Customer was disconnected during prime. She also reported she received a battery out limit alarm due to the possible corrosion in the battery compartment. Current blood glucose value was 312 mg/dl; last reading was 146 mg/dl. She declined additional troubleshoot and requested the device to be replaced. Nothing further reported.